Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the device showed a low pump flow alarm, as well as access site bleeding and an expanding hematoma. The patient was withheld from systemic anticoagulation due to disseminated intravascular coagulation and the reported bleeding, and they received several blood products. Due to the reported low pump flow, the impella was explanted and replaced with another device.

Manufacturer narrative:
The returned pump was inspected and no abnormalities were observed. The pump ran within specification. The pump was torn down and there wasn't significant evidence of biomaterial in the motor or on the magnet. Biomaterial most likely was in the cannula but was dislodged during explant of the device. The cause of the low pump flow was most likely biomaterial. The root cause of the access site bleeding - major could not be determined as insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records. D2 common device name was erroneously entered on the initial manufacturer device report number. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H6 type of investigation, investigation findings, and investigation conclusions was erroneously entered on the initial manufacturer device report number. H10 investigation results was inadvertently omitted on the initial manufacturer device report number.